Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence due to performance issues with an artificial urinary sphincter (aus). The incontinence issues started about 2 to 3 years after original implant. Therefore, a revision surgery was performed and pointed out that there was a cuff size issue. The whole device was removed and replaced, using a smaller size cuff. Patient recovered urinary continence after the procedure. No additional information was reported.